Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient received an elective replacement indicator message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed and displayed typical characteristics throughout visual and functional assessments. However, upon receipt, the ipg was in the eri state. Analysis of the data log indicated that the ipg reached the eri at 2 years, 5 months, and 13.2 days post-initial programming. The average energy use index (eui) recorded was 10.0, aligning with an estimated theoretical battery lifespan of 3 years and 11.8 days. Despite this, the ipg could not achieve the anticipated lifetime. The systems data log also revealed that there were some fluctuations in high voltage (vh) values during device operation, which may have significantly reduced the devices lifespan. Nevertheless, the internal electrical test failed to identify any irregularities that might have led to the early depletion of the battery. With all the available information, boston scientific concludes that the reported event of inadequate stimulation was not confirmed during testing of the returned product. The ipg displayed typical characteristics throughout both visual and functional assessments. However, the labeling review revealed that the reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. However, the reported event of an eri message received on the remote control was confirmed. Although the behavior of ipg approaching or reaching the end of its useful life is expected and documented in the labeling. Analysis of the data log indicated that the ipg could not achieve the anticipated lifetime. The systems data log revealed that there were some fluctuations in high voltage (vh) values during device operation, which may have significantly reduced the devices lifespan. While the root cause remains unidentified, the proximal cause of the diminished longevity has been established as a high vh voltage. Vh voltage is utilized to drive the stimulation and sustain the compliance voltage at the electrodes. The underlying reason for the elevated vh state is yet to be determined. Two hypotheses emerge: either there is an as-yet unidentified failure mode in the compliance voltage algorithm (cva) that results in a high vh drive for the necessary impedance load, or the impedance load was higher than anticipated, prompting the cva to appropriately raise the vh drive voltage for stimulation. High impedance could stem from a lead or lead contact issue.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient received an elective replacement indicator message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.